Event description:
Allegedly the component is broken.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. To date, no revision date has been scheduled. The event is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made.evidence that product in specification when used.